Manufacturer narrative:
D10 concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt, (serial #(B)(6); sigphandle, sig power sigphandle handle, (serial #unknown); egia45amt, egia45amt egia 45 artic med thick sulul, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a partial lung resection, setup was performed by connecting to a powered handle and shell, the reload was also connected, and opening/closing verification was also performed. After confirming on the display that everything was green, the nurse handed it to the doctor, but when the doctor tried to use it in the surgical field, the opening and closing could not be performed. When the nurse checked the display at that time, a yellow error was shown at the adapter section. To resolve the issue, a new power shell was replaced, and it was connected to a new short adapter. There was no patient injury.